Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® 9nc 0.109m plus blood collection tubes, an unspecified number of tubes had pressure issues, and the tubes filled more quickly than expected causing overfill. Sample recollection occurred.

Manufacturer narrative:
H.6. Investigation summary: bd tested 20 retention samples from bd inventory for this investigation. Retain samples were functionally tested for draw volume with no issues found as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® 9nc 0.109m plus blood collection tubes, an unspecified number of tubes had pressure issues, and the tubes filled more quickly than expected causing overfill. Sample recollection occurred.